Manufacturer narrative:
Material was returned by hospital in loan kit by mistake. Therefore, although it was returned, locating it is not reasonably possible. A product development investigation was performed for the subject device (4.3mm threaded lcp(tm) drill guide, part number 323.042, lot number 8462353). The subject device was returned with the complaint condition stating based on the received pictures we can confirm the complaint condition regarding the breakage. The manufacturing documents were reviewed and no complaint related issues were found. Back then the correct material was used with 1.4112 stainless steel, the hardness was between 615-635 hv10, which was within the specification of 595 +80/0 hv10 and the relevant dimensions passed the 100% final inspection at the end of the manufacturing process. This device was manufactured with a lot size of (B)(4) pieces in june 2013 and we are not aware of any other complaint for this article- and lot number. These findings speak actually against any manufacturing related issue. The on the pictures visible diagonal fracture face could be an indication for a mechanical overload by too much lateral stress. However, the device in question was not sent back for investigation which makes finally a final conclusion impossible. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information or material is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No patient harm occurred due to this failure. All fragments were removed from patient, check by x-ray. Procedure was completed successfully.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Reporting facility phone number is (B)(6). The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot. Manufacturing location: (B)(4). Date of manufacture: jun 25, 2013. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in the (B)(6) as follows: it was reported that during surgery the tip of the 5mm locking compression plate drill sleeve broke off. There was no reported surgical delay or patient harm. This is report 1 of 1 for (B)(4).